Manufacturer narrative:
Original MDR was filed 09-jan-2019 additional information (09-jan-2019): siemens headquarters support center (hsc) completed the investigation of the event. No instrument data files were available for the date of the event. The cause of the event is unknown. Hsc has reviewed the available information and concluded that it is not a reagent lot or assay issue. There is no evidence of a product nonconformance. The device is performing within specifications after a new cre2 flex reagent cartridge was put into use. No further evaluation is required.

Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported that a discordant, falsely depressed creatinine (cre2) result was obtained on the dimension vista 1500 system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed creatinine (cre2) result was obtained on a patient sample on the dimension vista 1500 system. The result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension vista system and a higher result was obtained and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed creatinine (cre2) result.